Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees0463 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was a hair in the PICC kit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material in the kit is inconclusive due to poor sample condition. One photo sample of an open kit tray was provided for evaluation. A chloroprep sponge stick, gauze, and a plastic bag are visible on the tray. A black hair strand appears to be present on the plastic bag. The condition of the kit prior to opening and handling could not be determined; therefore, the complaint could not be confirmed and remains inconclusive at this time. Possible contributing factors include deposition of material prior to or after kit opening.

Event description:
It was reported there was a hair in the PICC kit. No other information was provided.